Event description:
Customer's caregiver reported the customer received unspecified high readings on adc freestyle libre sensor compared to competitor's meter. The customer experienced unspecified symptoms of hypoglycemia and was given chocolate, but lost consciousness soon after. A family member administered glucagon injection as treatment as they waited for medical attention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors, the investigation concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. No tripped trends were observed.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer received unspecified high readings on adc freestyle libre sensor compared to competitor's meter. The customer experienced unspecified symptoms of hypoglycemia and was given chocolate, but lost consciousness soon after. A family member administered glucagon injection as treatment as they waited for medical attention. There was no report of death or permanent injury associated with this event.